Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned fragments were visually and electrically analyzed the analysis of the fragments revealed multiple signs of wear and a damaged insulation in the distal part of the lead, which can be considered as the root cause for the observed noise. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this system was removed due to infection. Also, when the patient came in for a follow-up, because their ICD alarm was going off, noise was observed. However, there were no abnormal results for the other measurements.